Event description:
The tip of the amplatx super stiff 75 cm/.035" guidewire unraveled inside the pt during the procedure. The wire was removed and the procedure was successfully completed. No pt injuries or complications were reported.